Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was unknown. Customer also stated that insulin pump was rejected new batteries and received no delivery alarms during priming process also rainbow effects on screen of insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).